Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation." Device remains implanted. Left side.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "any creases". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9 , h.3 , h.6. Device evaluation: visual analysis of the returned device identified: opening on anterior , crease fold, wear abrasion, crack diaphragm and yellow particle inside the device . Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease smooth opening on anterior . And crack opening on diaphragm valve. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Non-penetrating nicks.

Event description:
Healthcare professional additionally reported "any creases." Device has been explanted and replaced.